Event description:
It was reported by service report that the bed exit alarm was not working. No adverse consequences have been reported.

Manufacturer narrative:
Result: bed exit needed to be zeroed out.